Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The patient has alleged black particles coming out of unit. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.